Manufacturer narrative:
H4: the lot was manufactured in may 2022. H10: one actual device was received for evaluation. A visual inspection was performed which revealed a crack in the luer component. The reported condition was verified. The cause of the condition was determined to be manufacturing related due to a raw material issue. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink y-type cath ext sets leaked at the bung or where the connection meets thin tubing. This occurred during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.